Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be established since the device sample was not provided for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the device sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that when the rt went to suction a patient the walls of the water bottle caved in. It acted as if both ends of the circuit were plugged. No patient injury or harm reported.